Event description:
The customer reported via phone call that they received a no delivery alarm. Customer reported the alarm occurred during the fill tubing process. The customer's blood glucose was 351 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. Customer stated changing the reservoir resolved the no delivery alarm. The customer stated they changed out their set and determined their reservoir was occluded. The reservoir will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and inspected the reservoir, snap-cap, and septum for anomalies. None were found. Tested the reservoir for occlusions, and none were found.